Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he is seeing diagonal flare in his eye when looking at bright lights. He also reported that the (iol) was scratched; most likely caused when the technician folded it for insertion, per the surgeon. Additional product information, dates, relevant test data and relevant history was provided by a technical manager.